Event description:
Procedure performed: "lap chile." "Surgeon would not let me in the room while he was using it. Circulator said "he cut the artery and threw it on the ground". She said the clip was not pre loaded over the vessel, there was no skeletonization. I am hoping to gather more information ." Additional information on june 21, 2019 via e-mail from acct. Mgr.: "the tech indicated that he preloaded over the vessel." Additional information received on june 25th, 2019 via e-mail from acct. Mgr.: "it sounds like the surgeon may have preloaded over the vessel. It¿s unsure exactly what happen." In regards to the lot number, the rep. Stated that he didn't have it because "it was thrown out". Additional information received on june 25th, 2019 via e-mail from acct. Mgr.: "to the best of my knowledge our clip applier was thrown on the ground and competitor device was used. I am not certain if a clip was deployed. I am not certain if the surgeon skeletonize the tissue with the clip loaded in the jaws and I am not sure if the clip was fully loaded into the jaws upon actuation. S. Coordinated the trial and sent an email saying "something how the clip was in the applier. I am not sure if they preloaded first. No one can say exactly for sure. Additional information received on june 26th, 2019 via e-mail from acct. Mgr. "I was not in the room and the surgeon will not speak to me about this so I have no clue what happened in the room." Additional information received on july 12th, 2019 via e-mail from analyst ii, clinical development via e-mail: "acct mgr said that the scrub tech, told him that the surgeon pre-loaded the clip over the vessel. He said was trying to understand, himself, how a clip applier could cut an artery. He then told acct mgr the only thing he could think of was that the clip may have potentially scissored after preloading onto the vessel. According to scrub tech, the whole thing happened very fast and unfortunately couldn¿t get a clear view the moment it happened." Patient status: "patient is fine."

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and a lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, based on the description of the event, it is possible the user¿s clip application technique may have contributed to the event. The instructions for use (IFU) states, "prior to locating the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws. Verify the clip has been properly positioned in the jaws."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "lap chile." "Surgeon would not let me in the room while he was using it. Circulator said "he cut the artery and threw it on the ground." She said the clip was not pre loaded over the vessel, there was no skeletinization. I am hoping to gather more information." Additional information on june 21, 2019 via e-mail from acct. Mgr.: "the tech indicated that he preloaded over the vessel." Additional information received on june 25th, 2019 via e-mail from acct. Mgr.: "it sounds like the surgeon may have preloaded over the vessel. It¿s unsure exactly what happen." In regards to the lot number, the rep. Stated that he didn't have it because "it was thrown out." Additional information received on june 25th, 2019 via e-mail from acct. Mgr.: "to to the best of my knowledge our clip applier was thrown on the ground and competitor device was used. I am not certain if a clip was deployed. I am not certain if the surgeon skeletonize the tissue with the clip loaded in the jaws and I am not sure if the clip was fully loaded into the jaws upon actuation. (B)(6) coordinated the trial and sent an email email saying "something how the clip was in the applier. I am not sure if they preloaded first. No one can say exactly for sure." Additional information received on june 26th, 2019 via e-mail from acct. Mgr.: "I was not in the room and the surgeon will not speak to me about this so I have no clue what happened in the room." Additional information received on july 12th, 2019 via e-mail from analyst ii, clinical development via e-mail: "acct mgr said that the scrub tech, told him that the surgeon pre-loaded the clip over the vessel. He said was trying to understand, himself, how a clip applier could cut an artery. He then told acct mgr the only thing he could think of was that the clip may have potentially scissored after preloading onto the vessel. According to scrub tech, the whole thing happened very fast and unfortunately couldn¿t get a clear view the moment it happened." Patient status: "patient is fine."